Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4) , batch: (B)(4).

Event description:
It was reported that the patient was experiencing pocket discomfort. The patient underwent an explant procedure wherein the ipg and leads were removed. The explanted devices were not returned.